Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) and right atrial (ra) lead experienced diaphragmatic stimulation and complained of palpitations. Review of stored device data in the remote home monitoring system noted potential ra undersensing and loss of capture (loc). Upon testing, diaphragmatic stimulation, loc, pacing inhibition and undersensing was confirmed on the ra lead. An x-ray was performed and noted that the rv and ra leads were dislodged. The ra lead had dislodged into the superior vena cava (svc) and the rv lead was still attached to the rv, however, had lost its slack. It was noted that the patient had recently been golfing and the physician was questioning if the dislodgement was caused by the patient's activities. Surgical intervention was undertaken. The ra and rv leads were explanted and replaced. No additional adverse patient effects were reported. The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this right ventricular (rv) and right atrial (ra) lead experienced diaphragmatic stimulation and complained of palpitations. Review of stored device data in the remote home monitoring system noted potential ra undersensing and loss of capture (loc). Upon testing, diaphragmatic stimulation, loc, pacing inhibition and undersensing was confirmed on the ra lead. An x-ray was performed and noted that the rv and ra leads were dislodged. The ra lead had dislodged into the superior vena cava (svc) and the rv lead was still attached to the rv, however, had lost its slack. It was noted that the patient had recently been golfing and the physician was questioning if the dislodgement was caused by the patient's activities. Surgical intervention was undertaken. The ra and rv leads were explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.